Event description:
The user ran proficiency material for ckmb and compared the results to results obtained on (B)(6) 2009 on an elecsys 2010. The previous results were 2.67 ng per ml for sample 1 and 2.73 ng per ml for sample 2. The results from the e module were 3.31 ng per ml for sample 1 and 3.29 ng per ml for sample 2. The acceptable range for both samples was less than 3 ng per ml. No discrepant pt results have been generated. If additional info is received, appropriate notification will be provided.